Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection it was noted that 41 cm distal to the is4 connector pin the insulation was damaged. At this location a conductor fracture of all conductor coils was noted. This damage is assumed to be the root cause for the observed out of range impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that these damages result from an immediately distal to the ligature sleeve tightly curved lead. Ligature marks were detected 39 cm distal to the is4 connector pin. Further damages like the cuts into the insulation between 38 and 39 cm distal to the is4 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
In (B)(6) 2019, lead impedance jumped from 600 to 3000 ohms, and the lead was no longer capturing. The lead was explanted, at which point a small break was observed. No adverse patient events were reported. Should additional information become available, this file will be updated.